Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, when advancing the lens into the eye lens did not completely engage from the inserter. The procedure was completed with replacement lens during initial procedure. There was patient contact. No patient harm reported.. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).